Manufacturer narrative:
Continuation of d10: product ID: neu_ascenda_cath, serial# unknown, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ascenda_cath, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown medication via an implantable pump. It was reported that the patient had a pump replacement due to end of life. During the replacement a new pump segment had been used to attach to the new pump. Following the surgery the patient appeared to be in baclofen withdrawal. The patient had then been brought back to surgery where it was noted the seal of the new pump segment had not seal well and baclofen had been leaking out of it. A new pump segment was used and sealed much better. No further issues were reported.